Manufacturer narrative:
(B)(4). The pump passed self test and displacement test. No unexpected pump error alarms noted during testing however, pump error alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm during self test. The customer able to clear the alarm and rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.